Event description:
It was reported that the patient had worsening heart failure symptoms. They received a computed tomography angiography (cta) chest and there was a possible outflow obstruction. The patient had a flow of 4.2 which appeared to be low at a speed of 6000 rpm. The patient was scheduled for a swan ganz catheterization procedure on (B)(6) 2026. Log files were submitted to assess pump function. Log file review indicated that the trended data did not appear to show any indication of obstruction. However, it was said that this did not mean that an obstruction was not present. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. It was communicated that on (B)(6) 2026 that the patient had lightheadedness, stable vitals, and may have been dehydrated. Additional log files were sent which captured routine events, and the ventricular assist device (vad) and peripheral equipment were functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of possible outflow obstruction was unable to be confirmed as the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and a specific cause for this report was unable to be conclusively determined through this evaluation. A direct correlation between (B)(6) and the report of worsening heart failure symptoms, lightheadedness, and hypovolemia could not be conclusively established. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document, rev. D, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including pump flow and power. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.